Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on (B)(4) 2016, and confirmed a fluid leak from the probe caused by the probe wipe rinse block which was not evacuating fluid properly through the vacuum tubing. The fse found a blockage in the vacuum tubing and cleared the blockage, resolving the leak and restoring normal device operation.

Event description:
A customer reported an uncontained leak of about 1 ml of clear fluid from the probe of a coulter ac·t diff analyzer, in addition to an overflow from the white bath. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time the leak was noticed, and there was no exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.